Event description:
The doctor claims that the graft leaked blood (quantity unknown at this time) through its walls immediately after being implanted. There was no injury or complication to the pt. On 2/9/2001, the co learned the following: the quantity of blood lost through the graft was approximately 100cc. The blood leaked from the bifurcation area after anastomosis. The duration of the leakage appears, at this time, to be unknown. No transfusion was needed. The leakage was stopped with prolene sutures. The leakage was not deemed life-threatening. The pt's post-operative and present condition is good. Based upon info received, the graft appears, at this time, the have been left in.